Event description:
It was reported that the device intermittently powered off while monitoring a patient. There was no report of compromise to the care of the patient or adverse event associated with the reported failure. The customer had a back-up device available and was able to connect to it quickly. The customer could not recall the exact nature of the patient event; however they did confirm it was not during critical care and they did not ever have a need to defibrillate.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control replaced the main keypad assembly as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.